Manufacturer narrative:
Section h3 device evaluated by manufacturer - yes. Device evaluation: remote support confirmed that the system is performing as intended. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had an incomplete capsulotomy which was only apparent in the operating room (or) when removing the cap. Stated it was incomplete from 6-7 o¿clock which resulted in a tear of the anterior bag. Doctor left the patient aphakic and will refer the patient to another md for placement of a sulcus lens. No additional information was provided.